Event description:
It was reported that during the start up of the unknown surgery, the harmonic 700 and handpiece hp054 could not connect to the gen11 generator. A message was displayed on the screen: "reactivate - two switch activations detected. Reactivate instrument to continue." The generator "froze" and it was not possible to proceed with any action. After a couple of tries, redoing the connection with the harmonic 700, we replaced the handpiece hp054 with another handpiece harhpgr. It then worked as normal. The procedure was delayed 15 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2026. D4 batch #: g9l06g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. Due to the condition of the returned device, we have not been able to further investigate the reported issue. Additionally, photo was provided and they showed the alert screen displayed. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. Analysis was unable to determine the exact root cause that led to crack in the hand piece nosecone. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch g9l06g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.